Event description:
Event description guidant received information that following the delivery of two shocks the programmer displayed a shorted shocking lead message. The shock lead impedance was <20 ohms and the pacing impedance measurements were >3000 ohms.